Event description:
Procedure type: sigmoid resection. According to the reporter: the pt underwent a sigmoid resection in 2008. No abnormalities were noted intra-operatively that would suggest any issues with the product or the anastomosis, good donuts were obtained, and no air leaks were observed. The pt was recovering well with no fever, the drain was clear, moved bowels, no free air in abdomen and discharged home 3 days post-operatively. Five days post-operatively, the pt experienced a myocardial infarction, was brought to the ER that night, and expired during the morning hrs. The pt's mi is believed to be the primary cause of death. In addition, the pts potassium levels were over 8, and there appeared to be fecal matter in the drain. No autopsy report has been made available.